Event description:
Received a letter from an attorney alleging the end user was found tipped over forward in his powerchair in a creek and drowned.

Manufacturer narrative:
The actual device involved in the incident was evaluated by pride and the provider. No failure detected and product within specification. There were no witnesses to this event other than the end user, as a result, it is speculation to contend how this accident occurred. This complaint is involved in a lawsuit.